Manufacturer narrative:
One 8f sts plus carrier tube assembly, insertion sheath, collagen and anchor were returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The carrier tube assembly was in the final rear lock position. The anchor and collagen were deployed 1" from the tip of the carrier tube assembly. The suture knot was intact. The tamper tube wasn't visible. The carrier tube assembly wasn't fully deployed. The suture with anchor were manually spooled from the carrier tube assembly with no resistance. The tamper tube and clear stop were present once the suture with anchor were manually spooled out from the carrier tube assembly. The collagen was removed to expose the suture loop. Microscopic analysis revealed the suture loop was intact and remained attached to the anchor. There were no anomalies noted with the anchor. Based on the info rec'd, the cause of reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device in patients with clinically significant peripheral vascular disease.

Event description:
It was reported a 8f angio-seal sts plus was deployed post percutaneous procedure. The device pulled through the artery. The physician performed an open groin procedure to suture the arteriotomy closed, to achieve hemostasis. Reportedly the pt had a longer hospitalization stay, but had recovered.